Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call insert new battery alarms and blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they received multiple insert new battery error alarms followed by the insulin pump going blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The insulin pump was monitored for several hours and no black screen or unexpected power loss or replace battery now alarm noted during testing. (B)(4).